Event description:
Ventilator inoperable. Read "device alert", "provide alternative breathing", "service and repair vent." Pt bagged immediately. Ventilator changed. Ventilator emi shielding upgrade completed - replaced pcb. Done by puritan bennett.